Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. It was reported that during the procedure, two balloons ruptured during inflation. A new balloon was used and the procedure was successfully completed. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that a locking syringe was used to make an attempt to inflate the balloon. The syringe was filled with water and connected to the ibt. No specific strength was needed to see that the balloon has a leak. Visual analysis was performed on the balloon and indicates that a hole was visible on the proximal peak of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone splinters and/or surgical tool during surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.